Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was observed on the rv lead and the noise was seen in non-sustained rv oversensing episode. This episode was too large to program around. Lead pacing and high voltage impedance on the rv lead was stable and no prior history of noise is known on the lead. It was recommended to monitor the patient and the lead and consider lead revision and programming the patient notifier on for non-sustained rv oversensing episodes. No intervention was performed. No further information available.

Event description:
New information received on (B)(6)2018 states that the lead was explanted. No further information available.